Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip broke inside the patient during the dissection procedure. The pieces from the back end of the tip were noticed during the second half of the procedure, and were removed by the tissue welder jaws in the original incision. The procedure was completed as normal and the hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.